Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the control wire was kinked and separated from the clip assembly. The clip assembly was jammed onto the bushing and could not be deployed. It was noted that the clip prongs were locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not open and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip assembly mashed onto the bushing and the clip failed to release from the catheter; therefore, this is now an MDR reportable event.